Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of losing serter and needed to change set. Customer's blood glucose was 500 mg/dl. Customer was instructed on how to insert infusion set manually. Customer declined troubleshooting.